Manufacturer narrative:
The technician replaced the siderail caregiver pc board to repair the bed.

Event description:
The technician indicated that the bed had no head and foot functions working. While troubleshooting the issue, the technician plugged in the left siderail and the head section moved up unintentionally.